Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter read inaccurately low compared with a1c results and in comparison to results obtained on another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient claimed that the meter began to read inaccurately in ¿november¿. The patient claimed to have obtained results from ¿200mg/dl to 230mg/dl¿ which he felt was inaccurately low in comparison to an a1c result and also in comparison to a blood glucose result of ¿over 500mg/dl¿ obtained on another device. The two blood glucose tests were performed more than 30 minutes apart. The patient manages his diabetes with an insulin pump. The patient detailed that after the alleged inaccuracy occurred he developed symptoms of ¿frequent urination, blurry vision and headaches¿. The patient reported that in (B)(6) 2015 he presented at an emergency room where he had his blood glucose tested on an emergency room meter which gave a result of ¿over 500mg/dl¿ and stated that he was treated by a healthcare professional with novalog insulin. The patient also stated that in (B)(6) 2015 he increased the dose of his insulin medication. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported because the patient suffered symptoms suggestive of a serious injury and received medical intervention from a healthcare professional for a blood glucose excursion, after the alleged meter issue occurred.

Manufacturer narrative:
Follow-up # 3. The retain test strips have been further evaluated by lifescan product analysis and the investigation determined that the test strips were biased low at 100 mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2: this supplemental is being sent to correct information that was submitted previously within the narrative of follow up #1. Sentence should state - the retain test strips failed the performance testing with blood and were found to be have an accuracy and precision issue at 100mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1: the retain test strips failed the performance testing with blood and were found to be have high accuracy and precision at 100mg/dl.